Event description:
This unsolicited case from united states was received on 26-dec-2017 from a nurse this case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after 2 days fluid withdrawn from both knees and after unknown latency wbc counts came back as 11,920 and 12,160. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one in 2015 and 2016. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis (batch/lot number: 7rsl025, expiry date: 30-jun-2020). On 24-dec-2017 (latency 2 days), the patient had 80 cc's of fluid withdrawn from both knees after having synvisc-one injected in each knee. It was reported that the effusion was yelloworange in color and was sent for labs and cultures. On an unknown date in (B)(6) 2017, after unknown latency, wbc counts came back as 11,920 and 12,160 (units and normal range: not given; unspecified whether or not this was for each knee respectively).patient was also treated with betamethasone injection in each knee. Patient immediately experienced relief and was to wear ace wraps on both knees and reported back to hcp in a week. Corrective treatment: betamethasone, 80 cc's of fluid withdrawn from both knees for fluid withdrawn from both knees; not reported for wbc counts came back as 11,920 and 12,160 outcome: recovering for fluid withdrawn from both knees; unknown for wbc counts came back as 11,920 and 12,160. A global pharmaceutical technical complaint was initiated and ptc number (B)(4). The production and quality control documentation for lot 7rsl025 expiration date (06/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl025 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 05-feb-18, there were 4 complaints on file for lot 7rsl025: (3) adverse event reports and (1) broken syringe barrel. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for fluid withdrawn from both knees additional information was received on 05-feb-2018. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a nurse this case concerns a (B)(6) male patient who received treatment with synvisc one and later after 2 days fluid withdrawn from both knees and after unknown latency wbc counts came back as 11,920 and 12,160. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one in 2015 and 2016. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis (batch/lot number: 7rsl025, expiry date: 30-jun-2020). On (B)(6) 2017 (latency 2 days), the patient had 80 cc's of fluid withdrawn from both knees after having synvisc-one injected in each knee. It was reported that the effusion was yellow orange in color and was sent for labs and cultures. On an unknown date in (B)(6) 2017, after unknown latency, wbc counts came back as 11,920 and 12,160 (units and normal range: not given; unspecified whether or not this was for each knee respectively). Patient was also treated with betamethasone injection in each knee. Patient immediately experienced relief and was to wear ace wraps on both knees and reported back to hcp in a week. Corrective treatment: betamethasone, 80 cc's of fluid withdrawn from both knees for fluid withdrawn from both knees; not reported for wbc counts came back as 11,920 and 12,160 outcome: recovering for fluid withdrawn from both knees; unknown for wbc counts came back as 11,920 and 12,160. A global pharmaceutical technical complaint was initiated and ptc results were pending for the same. Seriousness criteria: required intervention for fluid withdrawn from both knees